Event description:
It was reported the patient received a shock, when she tried to increase the setting of her dbs device. The patient had been able to drive until the previous night when tremors developed. The patient contacted the hcp and was advised to turn her therapy up one setting. The patient pressed the on button on the programmer and experienced shocking throughout her body. The patient had reportedly been in and out of the ER in the last week and suspects something had gone wrong with the programmer. The patient remained at home, and reported when the device was off, she could talk but tremors came back. When the device was turned on to the lowest setting, tremors stopped but the patient was unable to speak. Additional information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
.